Event description:
According to the reporter, leakage was observed on the catheter inserted in vascular surgery. One and a half month later, the patient went to emergency room in another center for bleeding on the catheter. It was stated that no active bleeding was found, the dressing was done. Again after 3 days, a tiny blood splash on the venous branch and blue luer was noted. Catheter was clamped above the leakage. It was stated that no more bleeding was observed. The patient went for observation on surgery department and surgeon decided to remove the catheter. Patient had avk (antivitamin k) treatment that had to be stopped before changing the catheter, and a leakage could be seen when putting the blue tube under pressure. It was stated that the leakage was as big as a needle head at the blue venous branch and transparent tube and there were visible damage/crack. It was reported that the clamps are not closed below the dressing between dialysis session and they are used only during the connection/disconnection and are slightly moved each time. There are no other product utilized with the device, tego was not utilized, 4% foam solution was used (hibiscrub), 0.5% alcoholic chlorhexidine gluconate with dye and physiological serum 0.9% (physiodose) was the cleaning agents used. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Additional information: description of event or problem, date received by MFR. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the image depicts the catheter being held by a gloved surgeon, there is signs of use. The is a syringe attached to the blue lumen, fluid is coming out at the connection to the extension tube. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed on the catheter inserted in vascular surgery. One and a half month later, the patient went to emergency room in another center for bleeding on the catheter. There was no active bleeding was found, the dressing was done. Again after 3 days, a tiny blood splash on the venous branch and blue luer was noted. Catheter was clamped above the leakage. There was no more bleeding was observed. The patient went for observation on surgery department and surgeon decided to remove the catheter. Patient had avk (antivitamin k) treatment that had to be stopped before changing the catheter, and a leakage could be seen when putting the blue tube under pressure. The leakage was as big as a needle head at the blue venous branch and transparent tube and there were visible damage/crack. The catheter replaced. There was no reported patient outcome.

Event description:
According to the reporter, leakage was observed on the catheter inserted in vascular surgery. One and a half month later, the patient went to emergency room in another center for bleeding on the catheter. It was stated that no active bleeding was found and the dressing was done. Again after 3 days, a tiny blood splash on the venous branch and blue luer was noted. Catheter was clamped above the leakage. It was stated that no more bleeding was observed. The patient went for observation on surgery department and surgeon decided to remove the catheter. Patient had avk (anti-vitamin k) treatment that had to be stopped before changing the catheter, and a leakage could be seen when putting the blue tube under pressure. It was stated that the leakage was as big as a needle head at the blue venous branch and transparent tube and there was a visible damage/crack. It was reported that the clamps were not closed below the dressing between dialysis session and they were used only during the connection/disconnection and were slightly moved each time. There were no other products utilized with the device, tego was not utilized, and the insertion site was treated prior to product placement. 4% foam solution (hibiscrub), 0.5% alcoholic chlorhexidine gluconate with dye, and physiological serum 0.9% (physiodose) were used as cleaning agents on the device. The catheter was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Additionally a photograph of the device was also received. A visual inspection of the returned photo noted: the image depicts the catheter being held by a gloved surgeon, there is signs of use. The is a syringe attached to the blue lumen, fluid is coming out at the connection to the extension tube. A visual inspection of the returned product noted: the cannula tip was cut and not received. The hub, extension tubes, clamps, red and blue luer adapters all appeared intact. The catheter was stained with fluids showing signs of use. The catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. Air bubbles were present from the extension tube on the blue adapter side. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the hole in the extension tube may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed on the catheter inserted in vascular surgery. One and a half month later, the patient went to emergency room in another center for bleeding on the catheter. It was stated that no active bleeding was found, the dressing was done. Again after 3 days, a tiny blood splash on the venous branch and blue luer was noted. Catheter was clamped above the leakage. It was stated that no more bleeding was observed. The patient went for observation on surgery department and surgeon decided to remove the catheter. Patient had avk (antivitamin k) treatment that had to be stopped before changing the catheter, and a leakage could be seen when putting the blue tube under pressure. It was stated that the leakage was as big as a needle head at the blue venous branch and transparent tube. The catheter was not repaired. There was no reported patient outcome.